Manufacturer narrative:
Concomitant medical products: product ID :37761, serial# (B)(4), product type: recharger product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4). Analysis of the desktop charger (serial # (B)(4)) found a loose connector.

Event description:
A manufacturer representative and the patient reported that the recharger was not charging. The recharger was not staying connected to the power to charge. The patient noticed this issue 3 months prior to the report. There were also some bite marks on the cord but they used the cord on the recharger and it was working. They were not sure why the recharger was not charging consistently. However, it was further noted that the desktop charger had a loose connector pin so the patient was sent a replacement desktop charger. The patient had two implantable neurostimulators and each implantable neurostimulator (ins) went into overdischarge. This was the first overdischarge for each ins. The patient had not charged one ins in approximately 3 months and the other ins in approximately a year. Due to the overdischarge on this ins the patient had a loss of stimulation in their low back. A physician mode recharge (pmr) successfully reset one ins. Impedance testing was also performed and all of the impedances were within normal range. The patient had good (B)(6) holiday. On (B)(6) 2014 the patient met with a manufacturer representative and the second ins had a trickle charge performed and the ins was successfully recovered. Due to the overdischarge with this ins the patient had a loss of stimulation bilaterally to their legs. All impedances were within normal limits and the patient had good stimulation coverage with their settings. The patient status was listed as ¿alive ¿ no injury¿ at the time of the report. The patient was implanted for lumbar radiculopathy.